Manufacturer narrative:
The device was sent to the philips authorized repair facility (rft) bench for evaluation. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of the functional testing indicate that there was no speaker sound during the start up test; the speaker was defective. The speaker was replaced, and the device was operational after repairs were completed. The device was returned to the customer. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported there was a speaker malfunction with no audible tones. The customer will send the device to the philips repair bench. The device was not in clinical use at the time the issue was discovered. No adverse event or harm was reported.